Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient had developed an abscess about 5 cm in size at the infusion site on the right lower abdomen. The abscess was surgically opened on (B)(6) 2025, and the patient received intravenously antibiotics for two days. No further information available.